Event description:
The patient came into the clinic for a routine refill and mid-level noticed the motor stall and that it never recovered. The pump would be explanted. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver baclofen. It was further reported the replacement surgery was scheduled for (B)(6) 2014. No patient symptoms or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.

Manufacturer narrative:
Additional information: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: the pump was replaced. The cause of the stall was unknown. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on (B)(6) 2017 from a healthcare professional via a manufacturer representative reported patient was present in clinic today ((B)(6) 2014) for a follow up visit as well as intrathecal pump refill. Patient was a pleasant gentleman who has spasticity secondary to spinal cord trauma at t11 that has resulted in spastic paralysis below this level. Patient has an intrathecal pump that has been infusing lioresal at a rate of 77mcg/day. Patient told healthcare professional (hcp) that patient had been having more difficulty with spasticity of late. Patient was having trouble with legs cramping and knees "locking." It was noted patient told hcp that caregiver has also heard a whistling intermittently while turning patient at night. Patient does not feel that the rate has increased enough to compensate for when pump had been put at minimum rate during his hospitalization. Patient currently rates his discomfort as a 9 and indicated that it is not true pain, but again this is difficulty associated with spasticity. Physical examination: patient was seated in wheelchair during interview process. Patient was awake, alert, and oriented x3. Patient has good recall of recent and remote events. Patient answered questions appropriately and spoke in complete sentences. Patient pump was located in the right lower quadrant of patient's abdomen. There is no erythema, warmth, edema, or exudate at this site, and patient's pump site was non-tender. Patient has a suprapubic catheter that was midline, and a colostomy in the lower left quadrant of abdomen. Patient has spasticity of both lower extremities, left greater than right. Patient also has spasticity of right upper extremity. There was evidence of disarticulation of the left upper extremity. Radial and posterior tibial pulses were intact and rhythmic. There was no evidence of clubbing, cyanosis, or edema. Patient's pump was interrogated. It was determined that patient had a motor stall that occurred on (B)(6) 2014, and it appears patient's pump has not restarted. The estimated elective replacement indicator on the pump was 11 months. Impression: it was noted the patient was a pleasant gentleman with history of spinal cord injury at t11 causing persistent spastic paraplegia. Synchromed pump in situ with recent motor stall. It was noted patient experience repeated motor stalls then finally no recovery to the pump. Pump went into safe state mode or "motor state." Patient experienced early failure. Not all motor stalls were seen in logs received. Plan: patient's plan was discussed with hcp. Manufacturer representative was also contacted for input regarding the intrathecal pu mp. Then following plan was developed. The patient would be scheduled for intrathecal pump replacement, as there was no means of restarting the patient's motor stall at this time. Patient was started on oral baclofen at 20mg three times a day as needed for muscle spasticity until we can get patient's pump replacement performed. Patient will follow up with clinic in one month for further evaluation and management. Intrathecal pump refill will not be conducted on this date ((B)(6) 2014). Patient's medication will be sent to hcp for use with patient's replacement. Patient's current pain level was a 9. It was noted ultrasound was used during refill procedure. Patient was in a seated position in a wheelchair. The anticipated residual from pump reservoir was 12.4ml. It was noted that refill was not conducted, and motor stall was yet to be scheduled for intrathecal baclofen replacement. Patient was receiving 1000mcg/ml for a total dose of 70.1 mcg/day of lioresal as of (B)(6) 2014 and prior to was receiving lioresal 1000mcg/ml for a total dose of 60mcg/day. It was noted on an unknown date hcp changed oral baclofen to baclofen 10mg by mouth every day as needed for muscle spasms. Logs were sent post pump replacement. Device information was provided on logs and pump was replaced on (B)(6) 2014. Post replacement pump was delivering 500mcg/ml for a total dose of 49.96mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.